Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: openings, crease flat, broken plug strap. Leak test was performed and found opening on radius and posterior. A microscopic analysis was performed which identified a striated edge opening, consist with use of a surgical tool. And also identified sharp edge opening on posterior. .a dimension measurement in the shell was performed which identified the thickness within specification. The fill test inspection was performed: the result is no blockage. Based on the device analysis, the final assessment is a striated edge opening on radius side due to surgical damage and a sharp opening edge on posterior due to an unidentified (tear) opening.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported left side "rupture" of a saline device. Additionally healthcare professional reported and confirmed left side deflation and "patient¿s concern with the product." Device remains implanted.